Manufacturer narrative:
The device has not been returned to the manufacturer and so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during therapy that intra aortic balloon (iab) the iab catheter was not inflated during procedure, blood gone inside the catheter and replaced with another balloon.

Manufacturer narrative:
Corrected fields:d7a. Updated fields:b4,d9(return to mfg date and device available for evaluation),g3,g6,h2,h6(investigation findings, conclusion),h11. The product was returned with the membrane completely unfolded. No sheath returned with the device. No sign of damage identified on the returned device.an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected.the iab was placed on the cardiosave pump and pumped for one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump.the evaluation could not confirm the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, g1, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact code, investigation conclusion), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h4, h11.